Event description:
It was reported that the patient experienced hyperglycemia following a possible infusion site issue after the set was accidentally dislodged and reinserted by the user, followed by a supply change performed without supervision. Elevated glucose readings persisted until the infusion set was replaced and the ilet was re-paired and synced, after which insulin delivery resumed and glucose levels decreased. Symptoms included high blood glucose. Outcomes included temporary interruption of insulin delivery with subsequent recovery after troubleshooting and supply replacement. Investigation included technical support troubleshooting and user guidance for proper infusion set setup and device pairing. Investigation of this case indicated that user-related factors, such as improper infusion set construction or reinsertion, may have contributed to the event, as insulin delivery resumed as expected after the supply change. It was concluded that the device functioned as designed and that user handling during infusion set setup likely contributed to the hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.